Event description:
A customer reported a cartridge alarm 20 issue while using their pump during the pumping process. There was no adverse impact on the customer¿s blood glucose level, as it remained below 500 mg/dl. As a corrective measure, tandem technical support decided to replace the customer's pump with an updated version and provided instructions on storage and returning the problematic pump. The customer was informed about the process and acknowledged understanding the steps outlined by support. Subsequently, the customer followed up to request tracking information, which was provided by cts, and expressed gratitude for the assistance received.